Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD), that cardiac arrest was experienced and hospitalization was required. No additional adverse patient effects were reported. This ICD remains in service.